Event description:
"The patient was implanted with port-a on (B)(6) 2020. During the operation on (B)(6) 2024, it was found that the port was separated from the catheter (the port had been removed, and the catheter could not be removed)."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record batch record file was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in april 2020. Summary of investigation: pictures of the involved device and the completed questionnaire form were transmitted. However, no sample, and no x-ray picture were returned for investigation. -transmitted information analysis: the catheter rupture occurred after 4 years of implantation via brachiocephalic vein. -pictures review: pictures were taken after the removal of the involved device. The access port housing is contaminated by blood. The connection ring and a proximal part of catheter are well connected to the access port housing. The catheter rupture is visible just after connection ring. The distal part of the catheter is not visible in the pictures. - raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample for investigation, it is not possible to conclude on the exact root cause of this catheter rupture occurred after 4 years of implantation and just after the connection with the exit cannula of the access port housing. Conclusion: the complaint is not confirmed as no sample was available for evaluation. However, it is worth noting that: - no other similar complaint was received on this batch. - the examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a rare incident ((B)(4)). No actions plan is foreseen at this time.